Event description:
Medical summary for second opinion patient info - patient: (B)(6) dob: (B)(6) - submitted by:(B)(6) spouse & primary caregiver] - location: (B)(6) insurance: (B)(6)- primary concern: sudden and persistent lower limb paralysis, dystonia, and parkinsonian symptoms following spinal cord stimulator implantation timeline of events - initial condition: chronic lower back and leg pain managed medically. - event trigger: underwent spinal cord stimulator implantation [trial on (B)(6) 2024, worked great. Installed the actual implant on (B)(6). - shortly after: developed toe swelling and foot pain and was taken to the emergency room still able to walk. - hospitalization: during inpatient stay and diagnostic testing, lost ability to lift legs or walk. - since then: has remained largely immobile, wheelchair-bound or bedridden. Symptoms - sudden bilateral leg weakness/paralysis - foot dystonia, inward turning, especially on left - tremors (started in right hand, later right foot) - fatigue, occasional double vision, eye squinting and blurry vision - post-meal unresponsiveness, with low blood pressure (85/60) episodes - facial redness at night, especially on prednisone - visual illusions/hallucinations when eyes are closed - coughing at night during sleep diagnoses so far - rare form of parkinson's disease, according to movement disorder specialist. Parkonism. - dystonia, especially in foot and toes - spinal stenosis, scoliosis, and osteoarthritis - autoimmune conditions (e.g., dermatomyositis, polymyositis) ruled out - no clear neuropathy found in nerve conduction tests - imaging has not shown spinal cord compression or injury - possible seizure ruled out (episodes of unresponsiveness not deemed epileptic) treatments tried - gabapentin, baclofen, valium, botox injections (for achilles dystonia), prednisone (varied doses) - lamotrigine (lamictal) prescribed to address possible seizure-like episodes - physical therapy with mild improvement in foot/leg movement - palliative care initiated at home - ring camera used for remote monitoring due to safety concerns response to steroids (prednisone) - while hospitalized, initiation of prednisone led to marked improvement in leg movement and reduction in pain. - attempts to taper off prednisone resulted in return of pain and worsening of leg weakness. - this response suggests a possible inflammatory or autoimmune mechanism. Questions for second opinion - could the spinal cord stimulator implantation have caused or triggered her rapid decline? - does the sudden onset of symptoms fit parkinson's disease, or should other neurodegenerative, functional, or structural conditions be considered? - could this represent an atypical parkinsonian syndrome (e.g., msa, psp, or parkinson-plus)? When still in hospital, and representative from boston scientific came in to reset setting in the device, stating the leads had slipped. Not sure if that had anything to do with issues. - I have a cd with all doctors comments and test provided for 2 months of hospital care. Many tests were performed in hospital 4 mris , spinal tape. Autoamune blood work. Will provide upon request. (B)(6).